Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red skin irritation with cracking sores under the back-therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with the pharmacist who recommended applying a cream to the skin irritation. The patient confirmed using the cream, recommended by the pharmacist, and the skin irritation improved.